Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were no "1870 error code" messages, but an error code 1720 message was found. Functional check and visual inspection of the pump were conducted. The reported issue was unable to be confirmed. The pump was found to be displaying "1720" error code alarm message on power up when batteries were inserted. It was recommended that the backup capacitor and lcd lens be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1870 and the lens was damaged. This issue was discovered during testing and there was no patient involvement.